Event description:
Additional information was received stating that the patient was expected to be re-implanted on (B)(6) 2014. Surgery is expected to have occurred as the neurologist has requested assistance in programming the device at the patient¿s next appointment.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent full explant on (B)(6) 2013 due to incisional site infection. The patient is mentally handicapped and scratched the site too much. The patient was not re-implanted. The explanted lead and generator were returned on (B)(6) 2013 and are pending analysis. Attempts for additional information have been unsuccessful.

Event description:
Analysis of the generator was completed on (B)(4) 2014. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.